Event description:
It was reported that the ts insert was opened and upon opening the insert got stuck to the top on the packaging. The insert was deemed contaminated and another was introduced to the sterile field.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the ts insert was opened and upon opening the insert got stuck to the top on the packaging. The insert was deemed contaminated and another was introduced to the sterile field.